Manufacturer narrative:
Additional devices for this event: outflow graft- serial # (B)(4), exp. Date: 09/30/2018 rvad pump- serial # (B)(4), exp. Date: 10/31/2015, catalog # 1103 outflow graf and rvad pump are not available for evaluation. They have not been returned to the manufacturer. (B)(4). Additional information received indicates that the patient initially presented to a local facility with low vad flows. Attempts to initially treat the patient with hydration were unsuccessful. The patient was then transferred to a vad-implanting facility on (B)(6) 2017 and started on a milrinone infusion for added support. At the time of the event, the patient was taking coumadin and aspirin. The site reported that the patient's laboratory results included a therapeutic international normalized ratio (inr) and hemolysis markers within normal limits. The patient developed acute kidney injury and continuous renal replacement therapy (crrt) was started on (B)(6) 2017. The site reported that due to the patient's worsening renal failure, diagnostic studies with contrast were not performed in order to confirm the suspected outflow graft thrombus. On (B)(6) 2017, the patient was started on extracorporeal membrane oxygenation (ECMO). The patient was taken to the operating room on (B)(6) 2017 for exchange of the lvad and possible rvad removal. Intra-operatively, the outflow graft of the lvad was noted to be kinked with the rvad compressing on the lvad outflow graft. The lvad was exchanged, however the rvad was left in place since he/she was unable to free it due to gross adhesions. Post-operatively, the patient's pump parameters normalized and his cardiogenic shock improved. As of the date of this report, the patient is stable on the floor and awaiting discharge. Updated labeling: the outflow graft is designed to provide a connection between the outflow of the pump and the anastomosis to the patient's ascending aorta. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Right heart failure is a known potential complication that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: unk outflow graft - (B)(4) - MFR. Date: unknown - exp. Date: unknown. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. The IFU contains a warning that states, "do not allow anyone but a surgeon, physician's assistant or surgical assistant trained in the procedure to attach the outflow graft to the pump, as a loose graft connection may lead to bleeding and/or an air embolus." It also states,"warning! Do not use excessive force when tightening the clamp screw because this could damage the graft clamp or graft clamp screw and a loose connection may result in bleeding and/or an air embolus. Replace components if required." Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient presented to the hospital with low flow alarms and symptoms of congestive right heart failure on (B)(6) 2017. The patient was admitted, had labs drawn, and was started on a milrinone infusion. It was further reported that the patient developed acute renal failure (arf) the next two days which required continuous veno-venous hemofiltration (cvvh). Because of the low flows, the team began working up the patient for outflow graft (ofg) kink as there was no hemolysis present at the time of admission or over weekend. The patient's condition continued to worsen and as a result was placed on va ECMO for continuing cardiogenic shock and low cardiac output. A decision was made to perform a pump exchange on (B)(6) 2017. The previous rvad remains clotted in chest as it was unable to be removed. During the exchange, the sewing ring screw broke and the surgeon had to a new screw from a kit. No additional information was provided.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation; outflow graft #(B)(4) and (B)(4) were not returned. Various analyses were conducted and reviewed to evaluate the performance of (B)(4) in relation to the reported event. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported "low flow" event was confirmed via review of controller log files of (B)(4), which revealed a decreasing trend in power consumption and flow rate and multiple low flow alarms. Of note, it was reported that during the pump exchange, the outflow graft was found to be kinked. However, the reported "kink" in the outflow graft could not be confirmed since the graft was not returned and no visual evidence was provided. Failure analysis of the returned pump (B)(4) revealed that the device passed functional testing and visual examination. Dimensional verification of pump (B)(4) showed a deviation from the front housing disc curvature and back preload specifications. Given that the pump met specifications prior to release, these deviations were likely introduced during the use of the device. Based on this and the lack of impact on the wet test power consumption, these deviations are not expected to impact pump performance. Independent pathology report did not reveal any evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the "low flow" event may be attributed to the reported "kink" in the outflow graft. Clinical factors that may have contributed to these events include the patient's past medical history and related comorbidities, the progression of the patient's underlying condition and the reported kinking of the lvad outflow graft by the rvad. There are possible patient and procedural factors that may have contributed to this event. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.